Manufacturer narrative:
The error 05 could not be replicated during analysis, but was confirmed via logs on merlin.net. It was found that the compact flash had incorrect speed settings, which was determined to be the cause of the reported error.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.